Event description:
It was reported that the 9900 system was not booting up properly. Rebooted the system 4 times to fully boot up. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported failure could not be duplicated. As a proactive measure reloaded calibration and configuration files and suggested to the customer to try a different plug if issue persisted. The system was tested and found to be working as intended, and placed back into service.